Event description:
Additional information was received that the paravalvular leak (pvl) was severe, and was first observed several weeks after the implant. Per the physician, echocardiogram showed that the valve was under-expanded and oval in appearance, most likely from the patient's bicuspid morphology. The valve frame appeared to be deep, and may have migrated post-implant. Paravalvular leak was observed with two jets at the bottom of the frame. The paravalvular leak is thought to have contributed to the patient's hospitalization. The patient was hospitalized for the second time approximately two weeks post-implant. Treatment options were being discussed, with doctor recommendation for post-dilation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, paravalvular leak was observed. Approximately three weeks following the valve implant, the patient was hospitalized for congestive heart failure. The patient was re-hospitalized for the same reason after an unspecified period of time following discharge. No additional adverse patient effects were reported.